Event description:
Reporter called stating that they got a call from "upstairs" complaining that delivered f102 was higher (8%). Than set f102. They wanted to know what they could to fix it. Co told them that the front & rear seats needed to be recalibrated and that it would not be good idea to simply readjust the control knob.